Event description:
Choking after swallowing a needle by mistake [choking]. Swallowing a needle by mistake [accidental device ingestion]. Case description: this serious spontaneous case from the united states was reported by a consumer as "choking after swallowing a needle by mistake" beginning on (B)(6) 2017, "swallowing a needle by mistake" beginning on (B)(6) 2017, and concerned a (B)(6) years old male patient who was treated with novotwist 5 mm (32g) (novotwist) from unknown start date due to "type 2 diabetes mellitus", patient's height: 191 cm. Patient's weight: (B)(6) kg. Patient's body mass index (bmi): (B)(6). Medical history included type 2 diabetes mellitus (duration not reported). Patient was using many unspecified concomitant medications. Patient started using novotwist 32g 8 years ago (from the time of report). On (B)(6) 2017 the patient accidentally swallowed a novotwist 32g needle by mistake as he had mixed it up with his medications. Patient realized when he started choking on it. Patient recovered from choking almost immediately and did not report any additional complications from the event. Action taken to novotwist 5 mm (32g) was not reported. On (B)(6) 2017 the outcome for the event "choking after swallowing a needle by mistake" was recovered. The outcome for the event "swallowing a needle by mistake" was not reported. Manufacturer's comment: the patient by mistake swallowed the needled due to mix up with other medication. No technical issues have been reported for the suspected needle. This report is a combined initial and follow-up report.